Event description:
Per journal article published in international journal of abdominal wall and hernia surgery volume 5: ¿enhancing safety in ventral patch repair for umbilical hernia by utilizing a hybrid technique 2022;5:129-34.¿ by : jhaveri r et al. 100 patients case study (42 male and 58 female patients). It was reported that, 31 patients had a past history of abdominal surgeries, of which 26 patients had an umbilical port inserted (port site hernia). Patients underwent umbilical hernia repair by utilizing hybrid technique implant of bard/davol ventralex st patch. The article identifies two patients diagnosed with superficial surgical site infection. Patients were treated with oral antibiotics 3 days post-surgery. As such an MDR is reported to document the post-op complications.

Manufacturer narrative:
The information obtained is limited to the article. Requests for additional information were made but with no response to date. Postoperative infection is a known inherent risk of surgery. The instructions-for-use (IFU), supplied with the device identifies infection as a possible complication. Additionally, the warning section of the IFU states, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2017) is provided as a best estimate based on the information provided. Not returned - remains implanted.